Event description:
It was reported that device interrogation revealed backup operation for an unspecified reason on an implantable cardioverter defibrillator. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that programming changes were made. The patient condition was stable.

Event description:
New information received notes that the cause of backup operation was event queue overflow on the implantable cardioverter defibrillator.